Event description:
It was reported that a patient was hospitalized for increased depressing, anxiety, and suicidal ideations. The physician believed that the cause of the patient's reported events may be related to the device as no medication changes were made prior to the onset of the events, however, she has not confirmed that the events are due to the device. The patient has a history of anxiety, and has been hospitalized previously for mood disorders. No device diagnostics have been performed. The patient has been released from the hospital and the physician has increased his dosage of anti-depressants. The physician indicated that the patient's level of depression has decreased to the original baseline level.